Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited a fractured insertion tube and corrosion on the eyepiece. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was not established for corrosion on the eyepiece and the fractured insertion tube is likely component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.